Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she woke up with a high blood glucose. Customer found that the pump was not on. Customer tried to replace the battery and the pump still did not turn on. Customer stated that it looks like there is moisture or condensation in the screen. Customer's blood glucose was 330 mg/dl at the time of the incident. Customer stated that the pump display went blank immediately after the pump was exposed to moisture. Customer stated that she was at the gym yesterday and maybe sweat got on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.